Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The dose was reported as 842 mcg/day. The lot number was not available. The pump's IFU (indication for use) was listed as intractable spasticity and cerebral palsy. On (B)(6) 2015, the patient suddenly stopped breathing and had to be intubated; the reason was not known. The patient was hospitalized in the ICU (intensive care unit). The reporter was requested by a physician to have a company representative interrogate the implanted pump. The patient did not have a fever. A CT scan was done to rule out an obvious cause. The physician was wondering if the patient was overdosing. It was unknown at this point if the pump system was related to the patient's symptoms. Ten days prior to the date of the report, the pump programming was changed and the reporter believed the concentration was changed from 2000 mcg/ml to something else but did not know the concentration. Additional information was received from a healthcare professional and company representative on (B)(6) 2015. The patient came to the hospital in respiratory distress. There were no signs of infection; it was currently unknown what led to the event. There was no issue with the pump. Regarding interventions, the pump dose was decreased 50%. The type of baclofen in the pump was specified as lioresal. Regarding the lioresal concentration, 2000 mcg/ml was reported. The dose per this reporter was 550 mcg/day. As of the date of the report, no surgical intervention was planned. The patient's medical history was not able to be obtained. The patient's status at the time of this report was not able to be obtained. The diagnostics, cause, and outcome of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a company representative. The patient had a respiratory infection at the time of the event and it was not believed that the pump therapy was involved. The patient had been discharged from the hospital (reporter did not know how long the patient's stay was).